Event description:
It was reported by service report that there was no power going out from the power supply board. The main cpu was not functioning as well. No pt involvement or adverse consequences are reported.